Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 287 (mg/dl). Customer indicated he would continue pump therapy and/or deliver a bolus to address bg levels. During troubleshooting with tandem technical support, it was noted that the pump time needed to be adjusted by 10 minutes; however, no other pump issues were found. Recommendation was made to change infusion site.